Event description:
The customer reported a fluid leak of approximately 10ml from the left side of the needle on a coulter lh 500 hematology analyzer after a shutdown and startup cycle. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/19/2015. The fse found a leak at the needle bellows caused by a clog in the tubing between the vacuum supply and pinch valve pv70. The fse flushed the pathway and the instrument ran without leaks. The repairs were verified per established service procedures. (B)(4).